Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u1, of the analog pcb assembly. Physio observed that ic chip u1 caused defibrillation output to be capped at 170 joules as well as a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. This also led to the device showing a service wrench on the readiness indicator. The customer was provided with a replacement device.

Event description:
It was reported to a 3rd party service agent that the customer's device had a service wrench present. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform.